Event description:
It was reported that r wave amplitude variation was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the rv lead and migration of the device in the pocket was confirmed. The rv lead and device were repositioned to resolve the event. The patient was stable and there were no adverse consequences.